Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and in disconnected mode. A technical support specialist connected to station and confirmed there was network error and then confirmed that the network issue was resolved by the customer on their end, restoring normal connectivity. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system was in disconnect mode and had not been communicating for approximately six days. The device was reported to be online in remote smart service and reachable through a bomgar session. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.